Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported that the unit had a system failure during boot-up. There was no report of patient involvement.